Event description:
It was reported by a consumer that she underwent an open door laminoplasty on (B)(6) 2013 and thinks she is having a reaction to the nickel and titanium in the synthes maxilofacial plates and screws. Patient also reported she had blood testing done which confirmed she is allergic to nickel and titanium. The original surgery date was (B)(6) 2013, and was completed successfully. No plans for revision surgery. The implant is still in her body. She mentioned that due to this allergy she is feeling sick, dizzy, tired even though she is sleeping 10-12 hours, developed hives. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient provided product number to synthes on apr 13, 2015. Lot number is still unknown. Report source was corrected from health professional to consumer. The other report source remains company representative as initially reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown unk - plates/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.